Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected fields - e1(initial reporter).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had the device froze in the process of auto-filling after pressing the start button in full-auto mode. No health problems or problems with treatment to patients have occurred.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h11. Corrected fields: b5, h11 (corrected complaint summary). Getinge field service engineer (fse) observed the device and no problems were identified during operation checks. No issue with touch screen or compressor. No error codes were recorded. Just to be safe, fse removed and reinserted the power-related board and cleaned it.

Event description:
It was reported that during preparation for clinical use the cardiosave intra-aortic balloon pump (iabp) stopped during the process of automatic filling. Nothing responds to button presses anymore. Device froze in the process of auto-filling after pressing the start button in full-auto mode. After the problem occurred, the hospital staff restarted cardiosave and it worked correctly. No harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) observed the device and no problems were identified during operation checks. No error codes were recorded. Just to be safe, fse removed and reinserted the power-related board and cleaned it.